Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant products: concomitant products: 6949 implantable tachy lead (B)(6) 2006. (B)(4). The lead was capped approximately seven years prior to being removed. No contacts/events regarding the lead have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Event description:
An rv lead that was capped approximately seven years ago was explanted during a revision procedure for another lead. The rv lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.